Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 6.2mmol/l. Customer was sleeping when the alarm came and the pump has not been damaged in any way prior to the alarm. Customer was advised that pump will be replaced and return.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error alarms were noted during testing. The pump was received with minor scratches on the lcd window and case.